Manufacturer narrative:
Conclusions- a root cause analysis could not be determined, as the sample was not returned for the investigation. The device history could not be reviewed because the lot number is unk. Date submitted: 25 aug 2008.

Event description:
The catheter had been indwelling for some time prior to the tubing separating from the securement platform. There was no patient harm, due to the incident.